Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited pacing impedance measurements greater than 2,000 ohms. Thresholds and sensing were reported normal and no noise was evident. Technical services discussed troubleshooting. The patient was to have an ablation procedure than then the lead was to be further tested. The field representative later reported that other lead measurements were within normal limits except for the pacing impedances and the physician had elected to continue to monitor this issue. No adverse patient effects were reported. The device remains implanted.